Event description:
A pharmacist reported to baxter (B)(4) of an administration set in which pharmacist observed tubing of the set was separated from the y-site. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which a pharmacist observed tubing of the set separated from the y-site was confirmed during sample evaluation. Visual inspection confirmed disconnection of the tube from the upper y-site. Also, the end of the tubing was unevenly cut, no solvent could be found, but a seal mark was observed. No missing seal was noticed on the pouch. The assignable root cause could not be determined. No repairs were made since this is a single use device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. Should additional information be received, a follow-up medwatch will be submitted.